Event description:
The pt's father reported experiencing blood glucose of 10.8-21.6 mmol/l (194-389 mg/dl) and on (B)(6) 2010, his blood glucose measured "hi" on his blood glucose monitor. His normal blood glucose level is 6 mmol/l (108 mg/dl). The pt changed all accessories and bolused through the infusion device. The patient changed all accessories and bolused through the infusion device. He stated e4 (occlusion) error has been frequently displayed on the infusion device for 3-4 weeks. On (B)(6) 2010, the pt's father reported there were 2 boluses, 3.1 units and 2.4 units listed in the device history on the previous day that they did not program. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.